Event description:
The customer received a rewind message during pump set-up. Troubleshooting was performed. Instructed the customer to discontinue the pump use. Also the customer was priming earlier and did not disconnect from their site and got extra insulin. Bgs were low and the customer's spouse called the paramedics. Bgs were treated and came back to normal. Advised the customer to disconnect before rewind or prime.